Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) generated an error. It was indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that the lower case was broken, the hanger assembly was cracked, the keypad was scratched, main seal was broken, and six case screws were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) generated an error. The epg was returned for service. There was no patient involvement.